Manufacturer narrative:
Unit failed battery test due to corroded battery tube. No blank display or moisture noted on electronic or motor assembly.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer stated that the battery compartment was rusted and correded. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.